Event description:
Surgeon was treating zmc fracture and using self-drilling screw. Screw fell into pt while attempting to twist into skull and was not able to recover it. Screws were loaded properly by technician and all other screws worked fine. X-rays were taken of pt to locate screw, but unable to locate or recover. No further info is available.

Manufacturer narrative:
Investigation in process but not yet complete.